Event description:
Doctor reported that patient came referring mobility of bridge placed on implants. Doctor determined screw fracture at tooth site 36. Another multi-unit was placed to complete the procedure.

Manufacturer narrative:
Zimvie complaint number (B)(4). D1: brand name unknown / not provided. D4: additional device information unknown / not provided. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H11: additional narrative. After additional information received on april 8, 2026, the product was identified as a third-party item. As a result, the prior submission for MFR-0001038806-2026-01159 submitted on march 5, 2026 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.